Manufacturer narrative:
Correction: h6 codes for product not returned.

Manufacturer narrative:
Correction: previously reported g3 should have been (B)(6)2021 rather than (B)(6)2021.

Event description:
It was reported that the patient presented for a left bundle pacing lead implant. During the procedure, it was noted that the lead exhibited internal fracture, inadequate capture, twisted insulation, and high pacing impedance due to the lead being over-torqued with the stylet. The physician elected to use a replacement lead and completed the procedure successfully. The patient was in stable condition.